Event description:
Patient presented to the physician with drainage and swelling at the chest incision site. Physician examined the area and determined possible signs of cellulitis. Physician prescribed oral antibiotics. This resolved the issue.